Event description:
Following additional review, this event is a continuation of the event reported in manufacturer report# 3004209178-2014-00944. Any additional information will be reported in manufacturer report# 3004209178-2014-00944.

Event description:
The ins became discharged and was replaced.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).